Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive was obtained. Patient was not treated for fungemia. The following information was provided by the initial reporter: customer reports that infectious disease doctors were consulted for the patient. Echo and surveillance blood cxs were ordered - infectious disease doctors suspect that c. Tropicalis positive on biofire was a manufacturer issue. Patient was not treated for fungemia. Confirmatory testing included culture and repeat biofire.

Manufacturer narrative:
D1: medical device brand name: bd bactec¿ lytic/10 anaerobic/f culture vials (plastic)h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive was obtained. Patient was not treated for fungemia. The following information was provided by the initial reporter: customer reports that infectious disease doctors were consulted for the patient. Echo and surveillance blood cxs were ordered - infectious disease doctors suspect that c. Tropicalis positive on biofire was a manufacturer issue. Patient was not treated for fungemia. Confirmatory testing included culture and repeat biofire.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 2347859. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.